Manufacturer narrative:
The reported event of bent helix was confirmed. As received, a device was returned for analysis. Visual inspection showed that the helix was stretched out of specification consistent with procedural damages. The cause of the reported event of stretched helix was isolated to procedural damages. No other anomalies were identified.

Event description:
It was reported that the patient presented during a leadless pacemaker implant procedure. During procedure, it was noted that the helix of the device was found bent within the body. The device was not implanted and the procedure was completed with a replacement device during procedure on (B)(6) 2022. The patient was in stable condition.